Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient's lead was stuck in the battery that was being replaced. The doctor unscrewed the set screw all the way out and was unable to get the lead out of the battery; the lead that was stuck didn't appear to be kinked and appeared normal. The representative didn't know which lead was affected. The lead sheared and frayed when it finally came out of the battery and was now unusable. The representative was advised that the damaged lead should be removed and was made aware of invalid MRI guidelines. The doctor left the lead in the patient and will discuss future revision options with the patient. No further complications reported.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type lead, product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was confirmed that the implantable neurostimulator was being replaced due to normal battery depletion. The cause of the lead being stuck was not determined. The health care provider stated that he could see fluid inside the top of the battery. The health care provider is discussing future lead replacement with the patient as he is not able to get sufficient pain relief with the one functioning lead. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Analysis of the lead serial# (B)(4) found that the proximal end conductor was broken. Analysis of the ins serial# (B)(4)found insignificant anomalies, however a lead or lead parts were observed in the ins connector port. If information is provided in the future, a supplemental report will be issued.